Event description:
Device malfunction: premature deployment. Time of malfunction: during device preparation. Symptoms/ae: none. It was reported that during a stenting procedure in an unspecified site, the xpert stent delivery system (sds) was advanced to the target lesion and stent deployment was attempted; however, it was observed that the stent was not on the sds. The sds was removed and the stent was found in the device packaging. There was no adverse pt effect. A second xpert sds was unpackaged. The end of this stent was "crimped" and the device was not used. The procedure was successfully completed using a third xpert stent. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.